Manufacturer narrative:
No conclusions can be drawn at this time. Evaluation of the returned device is in progress. Once completed a supplemental report will be submitted.

Event description:
Medtronic received information that after the onyx was injected there was difficulty removing the marathon microcatheter through the delivery catheter (non covidien/medtronic device). Eventually the delivery catheter and marathon microcatheter were removed together. At this time it was observed that the tip of the microcatheter was stretched and broken off. The distal tip of the microcatheter was left in the patient and was later resected. During the attempted retrieval of the marathon microcatheter, a piece of onyx broke off. The piece of the dislodged onyx did not come out with the microcatheter. The procedure was to treat an avm in the left m1. The onyx was injected successfully at this spot. There were no issued with the initial embolization. The physician used a slow injection rate. When the physician was done injecting, he attempted to remove the marathon but it would not come back into the delivery catheter. After several minutes of stretching the marathon and tightening the touhy for a minute, then stretching again, it would still not move. At this time a piece of the onyx dislodged while struggling to remove the marathon microcatheter. Eventually the physician pulled out the delivery catheter and the marathon together. Dyna CT was done to confirm no bleed. The physician then used a mini clot retrieval device to try and retrieve the onyx that had detached from the marathon, but it was not successful and the onyx slid through the mini clot retrieval device. The physician then used a solitaire, which was able to move the onyx to a location where after it moved, all the vessels were filling. Post procedure patient went for CT scan and again, no bleed was recognized. The patient was kept intubated overnight due to surgery the next day. The patient was scheduled for resection of the avm the next day and per the physician it was successful.

Manufacturer narrative:
Additional information: device available for evaluation - additional information. Type of follow up - device evaluation. Device evaluated by manufacturer- additional information based on the device analysis and reported information the customer report was confirmed. The returned marathon catheter was found to be stretched and separated. The tubing material at the distal separated end of the catheter exhibited with stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. The reported catheter entrapment and user context likely contributed to the catheter separation issue. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Additionally, the dac catheter was returned with the marathon catheter. The concentric dac catheter is incompatible with the marathon catheter and was found to be flattened at the distal end. The incompatibility issue and the flattening to the dac catheter likely contributed to the reported resistance. It is likely that the catheter tip was entrapped within the onyx cast. However, information regarding vessel spasm, vessel tortuosity, vessel diameter and amount of onyx reflux was not provided. Therefore, the cause for the catheter entrapment could not be determined. Per the onyx IFU: ¿difficult catheter removal or catheter entrapment may be caused by any of the following: angioarchitecture: very distal bavm fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux and injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above.¿ an unknown ¿metal spring¿ and an unknown coiled wire were returned. The origin of the unknown ¿metal spring¿ and unknown coiled wire could not be determined. If additional information regarding the origin of the unknown ¿metal spring¿ and unknown coiled wire is obtained, the investigation will be re-opened and updated. Per the marathon IFU (instructions for use): ¿it is recommended that the marathon be used with an appropriately sized guiding catheter which allows adequate clearance (minimum internal diameter of 0.053¿ or 1.35mm).¿ and ¿slowly remove any ¿slack¿ in the distal catheter shaft. Gently and slowly apply 3-5 cm traction to the catheter to begin catheter retrieval. Should catheter removal become difficult, the following will assist in catheter retrieval: assess the following parameters by observing the distal shaft of the catheter: vessel straightening; traction on embolic cast; catheter tip releasing from embolic cast. Further traction (of 3-5 cm) may be applied gently if necessary to transfer distal catheter shaft. Hold this traction for a few seconds and release; assess traction of vasculature to minimize risk of hemorrhage. This process can be repeated intermittently until catheter is retrieved. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation. Under some difficult clinical situations, it may be safer to leave a flow-directed catheter in the vascular system rather than risk rupturing the malformation and, consequently a hemorrhage, by exercising too much traction on an entrapped catheter. This is accomplished by stretching the catheter and cutting the shaft near the entry point of vascular access allowing the catheter to remain in the artery.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please reference MDR 2029214-2016-00808 for the onyx referenced in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.